Event description:
Hcp reported that the pt stated they had a painful pump pocket site. Infection is questionable. The pump and catheter were explanted in 2003 and both were sent back to the MFR for analysis. A follow up report will be sent when additional info is obtained.